Manufacturer narrative:
At this time, the lead remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high impedance measurements of greater than 2500 ohms, loss of capture, non-sensing, noise, oversensing and inappropriate atrial tachy response (atr) episodes. The patient was not ra lead dependent, and had an underlying rhythm in the 50 beats per minute (bpm) range. The lead was tested in bipolar configuration and similar values were obtained. The device was programmed ddd in unipolar configuration. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual examination noted the complete lead was returned in three segments, having been severed at 9 centimeters (cm) and 18.2 cm from the terminal pin. The middle segment was 9 to 18.2 cm from the terminal pin; the inner coil of this segment was missing and was not returned. Resistance tests were completed on all returned segments to assess lead electrical performance. Measurements throughout these tests were within normal limits. Inspection of the middle segment identified a circular depression in the lead insulation at approximately 11.4 cm from the terminal pin. This may have been the suture sleeve tie-down location. The inner insulation was removed from that segment for further examination. It was determined the inner insulation was damaged/abraded through approximately 14.8 cm from the terminal pin. It is possible the inner conductor coil may have been fractured in this region of the lead; however, since the inner conductor coil from this segment is missing, this cannot be definitively confirmed. Laboratory analysis did not identify any other lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which indicated that a surgical revision was performed, and the lead was explanted and replaced. During the procedure, visual inspection of the lead noted it appeared to be fractured near the region of the suture sleeve tie-down. High pacing threshold measurements were also noted. No additional adverse patient effects were reported. The lead was returned for analysis.